Event description:
Mother reports that child tested blood glucose as 274 mg/dl on suspect device. During the test child was exhibiting low blood symptoms. At the hospital his blood glucose was 24 mg/dl (time was 1 hour later). He was given a glucose IV.